Event description:
It was reported that the patient experienced a continuous noise with his device in 2007, which because softer when somebody spoke. He was still able to understand speech. About 2 days later, all the external parts have been exchanged but the continuous noise did not disappear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.